Manufacturer narrative:
(B)(4). The transmitter (part stt-gl-003/lot 5198342/ serial (B)(4)) being used at the time of the event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the transmitter failed. The reported event was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system displayed an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The complaint of an unrecoverable loss of antenna could not be confirmed. A root cause could not be determined.